Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to the hospital for diabetic ketoacidosis on (B)(6) 2018 with a blood glucose of 291 mg/dl. Blood glucose at the time of the call was 101 mg/dl. Customer experienced symptoms related to high blood glucose such as nausea and vomiting. The customer was wearing the insulin pump at the time of admission. Troubleshooting was provided for the high blood glucose. A bent cannula was found. The insulin pump will not be returned for analysis.